Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.4, h.6 and h.10. Corrected information has been provided in d.4. No additional information was provided by the customer relating to the reported event. The company service representative examined the system and found the found the system to have an intermittent shutting down issue. This is unrelated to the event reported. The host module was replaced to resolve the issue. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a case of postsurgical endophthalmitis. No event details were provided. Additional information has been requested; however, further information has not been received.